Manufacturer narrative:
Crosstex has contacted the customer to obtain additional information regarding the reported event; however, to date we have not received additional information. Crosstex requested that the masks subject of the event be returned for evaluation. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that employees obtained scratches on their faces while wearing ultra sensitive earloop face masks. The user facility did not disclose if medical treatment was sought or administered.

Manufacturer narrative:
The results of the evaluation of the returned masks concluded that no further action was needed. Masks were found to be within specification. No additional issues have been reported.